Manufacturer narrative:
Evaluation summary: the failure code 810:04 was confirmed. The event history reveals the failure to have occurred.

Event description:
Customer paperwork that was sent with this pump stated the device has an error code 801:04. Upon receipt at the service center, it was determined through the event history that the failure was actually a failure code 810:04. It is not known if the failure occurred while infusion on a pt. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.